Manufacturer narrative:
Investigation summary: bd received photos from the customer facility for investigation. The photos were evaluated and underfilled tubes was observed. Sst tubes are required to be filled to the stated draw volume to mitigate sample quality issues. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the tubes were underfilled and sst tubes are required to be filled to the stated draw volume to mitigate sample quality issues. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use of the bd vacutainer® sst¿ blood collection tubes there was an issue with erroneous results. The customer found abnormally high hcg value was detected. When the same blood sample was tested in different testing institutions, the results were consistent and abnormally high. Foreign complaint. The following information was provided by the initial reporter, translated from chinese to english: during use, the customer found abnormally high hcg values, was detected. When the same blood sample was tested in different testing institutions, the results were consistent and abnormally high.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® sst¿ blood collection tubes there was an issue with erroneous results. The customer found abnormally high hcg value was detected. When the same blood sample was tested in different testing institutions, the results were consistent and abnormally high. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: during use, the customer found abnormally high hcg value was detected. When the same blood sample was tested in different testing institutions, the results were consistent and abnormally high.